Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture; baker grade iii.

Event description:
Healthcare professional reported the following via nbir left side reason for removal " capsular contracture; baker grade iii". Device has been explanted.